Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f vascular closure device (vcd) could not be released. There was no reported patient injury. The procedure was performed using a retrograde approach for a diagnostic procedure. Hemostasis was achieved by manual compression. The physician was certified in the use of the device. The femoral artery suitability was confirmed, including appropriate insertion angle, and the vessel diameter was =5 mm. There was no reported calcification, plaque, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing complications at the access site. There was no difficulty connecting the device. A non-cordis catheter sheath introducer was used. The deployment button was fully depressed, and the device and sheath were removed as a single unit. Upon removal, the plug was not deployed and was noted to be partially out of the shaft. The indicator wire remained visible. The device was returned for evaluation.